Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted. It was then reported on (B)(6) 2024, the patient presented with circumferential pericardial effusion at pericardial location and left main artery erosion. At the time pericardial effusion was noted, the patient was currently on acetylsalicylic acid (asa) antiplatelet medication. It was reported the width of the pericardial effusion was 17mm and that cardiac tamponade was confirmed. A decision was made to perform surgical intervention to explant the device. It was also reported resuscitation therapy and 8 units of red blood cell transfusions were administered. Post-intervention, the patient experienced oliguria with increasing hypervolemia. A decision was made to provide continuous veno-venous (cvv) hemodialysis therapy on (B)(6) 2024. The current patient status was reported stable and doing well in rehab

Manufacturer narrative:
It was reported that the patient presented with circumferential pericardial effusion at pericardial location and left main artery erosion after 3 months of amulet device implant. Also reported that cardiac tamponade was confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on cine review performed at abbott, the device seemed to be at least partially sub-selecting the chicken wing. Roa caudal showed marshmallow compression with aggressive tension test. Post tension test the device¿s compression changed and was less compressed with appropriate compression. Pre-release angiography showed the disc below the pv ridge indicating a deep implant. Tee showed the implant was deep and the disc was tenting into the pulmonary vein ridge. The cine review showed the implant and could not confirm the reported event that occurred later. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of reported patient effects pericardial effusion, cardiac tamponade, renal failure and erosion could not be conclusively determined. The reported medical intervention was due to resuscitation therapy and blood cell transfusions administration. The reported surgical intervention was a result of device removal decision. The current patient status was reported stable and doing well in rehab. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a